Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a re-positioning surgery to adjust the position of the stimulator, infection and granulation tissue were found at the implant site. There had been a gradual migration of the device since implantation. The device was explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient underwent a re-positioning surgery due to a migration of the implant from its intended position. Further it is reported that the recipient suffered a pseudomonas aeruginosa infection at the implant site with granulation tissue and wound dehiscence in the early postoperative period. Reportedly, the surgical incision never properly healed after surgery. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the device having caused or contributed to the observed infection. The reported gradual device movement from its original position, despite implant bed and fixation, might have contributed, together with the infection, to the reported wound healing issue.

Event description:
During a re-positioning surgery to adjust the position of the stimulator, infection and granulation tissue were found at the implant site. There had been a gradual migration of the device since implantation. The device was explanted. The user will be re-implanted at a later date.